Event description:
It was reported that a stent unraveled and fractured during the procedure. The pt required surgical intervention. History: a valved-introducer was used to obtain images of the sfa. The stent was deployed without any difficulty on the first half of the artery. Then the surgeon noticed that the proximal tip of the stent unraveled, with the end in the valved-introducer. A 5 mm pta catheter was used to remodel the sfa. An incision was made in the access site to retrieve the valved-introducer. About 3 cm of the stent was still inside the valved-introducer and 1 cm protruded from the access site. The surgeon then noticed a fracture of the stent. The sfa was clamped and a 2 cm incision was made in the common femoral artery. The proximal tip of the stent was cut. The new proximal tip of the stent adhered to the arterial wall and covered the ostium of the deep femoral artery. The common femoral artery was then closed by a vein patch taken from the ankle.

Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the united states. The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specs prior to shipment. The device has been returned. The eval is currently underway.